Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Date of event is estimated. It was reported to abbott during an ipg replacement procedure, the surgeon observed the extension was damaged. However, the impedance check was good, so the surgeon decided not to replace the extension. There were no patient consequences. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during elective ipg replacement, the physician observed that patient's extension was damaged. An impedance check was performed and found no impedances; the physician opted not to replace the extension. As a result, surgical intervention may be undertaken to address the issue.